Event description:
The customer received a blood glucose reading on the contour meter that was 40-60mg/dl higher than on the clinic's meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Customer was advised to return the strips for evaluation. New meter and strips were sent to him.